Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down. The customer's blood glucose (bg) was over 500 mg/dl and was addressed with a correction bolus via the pump. Reportedly, the high bg was due to the customer eating pizza and not correctly estimate the carbohydrate content of the pizza. The customer changed supplies and resumed insulin delivery. Customer would continue to use the pump for insulin therapy.